Event description:
Facility reported that the venous line came apart below the drip chamber at the junction trap and line. No pt ill-effect, as the pt was off the machine at the time to go to the restroom it was noticed while they were recirculating the lines it was leaking at the drip chamber and then it fell apart. Sample is readily available for evaluation.